Event description:
Eswl machine being utilized during a surgery. The monitor that is on the machine fell off hitting the surgeon in the lower back. (B)(6).

Event description:
Eswl machine being utilized during a surgery. The monitor that is on the machine fell off hitting the surgeon in the lower back.